Manufacturer narrative:
The returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one gripper was unable to lower during grasping the leaflets. Troubleshooting was performed and was successful. Another attempt was made to lower the grippers and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 1- 2 post procedure. There was no clinically significant delay or adverse patient effects.